Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting quickly for the past 2 weeks. The customer's blood glucose (bg) level was over 600 (mg/dl) with trace ketones. A manual injection was administered to address bg level. Review of the pump data logs by tandem technical support conformed the reported battery issue. Reportedly the customer would continue to use the pump for insulin therapy.